Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with multiple tachycardia episodes. Upon review, it was noted that the patient received inappropriate antitachycardia pacing therapy for a supraventricular tachycardia due to inappropriate diagnosis. Programming changes were made. It was noted that the patient received an appropriate antitachycardia pacing therapy on (B)(6) 2018. The patient was stable.